Event description:
It was reported that during a lap gastric bypass procedure, on the first firing with the long powered echelon using a black cartridge, the surgeon said that he pushed the trigger and it started but immediately stopped. He reversed the knife and pulled another black cartridge and tried again and the same thing happened. So he pulled a regular flex echelon and finished the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that one was received for evaluation. Two (B)(4) partially fired were returned. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with the returned reloads and with a vascular cartridge; the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.